Event description:
It was reported that the lead dislodged. Lead repositioning was unsuccessful, so the lead was explanted and replaced. At explant, a -plastic body- was noted inside the helix.

Manufacturer narrative:
Final analysis found the steroid plug had slipped out of the lead header when the helix was in the extended position. The steroid plug was not correctly positioned inside the helix during manufacturing. This might have prevented the fixation of the helix into the heart wall.